Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patient data was not updating, and the patient list remained outdated. The device was reported to be online; however, the database information was incorrect. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that old patients remained in the system because the device purge did not work. Uploads were locked when a transaction associated with an old patient caused the device to enter retry mode. A technical support specialist (tss) applied the knowledge article "medstation es - retry mode: insert into tx.encounteritemtransaction - mismatching adt.encounterpatientlocationkey" to resolve the retry mode and performed a full data synchronization. The tss verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.